Manufacturer narrative:
This report is submitted on may 03, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site on (B)(6) 2022 (specific date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).